Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a rhythm check intermittent atrial undersensing was noted causing early termination of ongoing atrial tachycardia (at) / atrial fibrillation (af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.